Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi open-irrigated catheter was selected for use during an ablation to treat premature ventricular contractions. It was reported that a leak was detected at the handle of the catheter during the procedure. No damage was noted on the luer. The device was replaced with one from a different model. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.